Manufacturer narrative:
Additional information: d9, h3, h6, h11. H11: the device was received for evaluation. During functional testing, ¿improper shutdown / turn off¿ was reproduced when the unit was tested on battery mode. A review of the event history log revealed improper shutdown message. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be dried liquid substance on the back flex battery contact pin caused by fluid intrusion and poor cleaning practice. The back flex battery contact pin requires to be cleaned to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump turned off upon device power up in the medicine ii department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.